Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and noise on the right ventricular (rv) channel. Troubleshooting options were discussed and further review was recommended. At this time, the product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to the post market quality assurance laboratory in two segments and an extracting stylet was returned stuck in the tip section of the lead. The visual examination also noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. Subsequent testing performed, indicated a fractured or broken conductor approximately 65-80 mm from the terminal pin that may have caused or contributed to the reported clinical observations. The reported pacing impedance high out of range is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and noise on the right ventricular (rv) channel. Troubleshooting options were discussed and further review was recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements and noise on the right ventricular (rv) channel. Troubleshooting options were discussed and further review was recommended. A revision procedure was performed and the ICD system was explanted and replaced. No additional adverse patient effects were reported.